Event description:
Guidant received information that during the attempted implant of this this implantable cardioverter defibrillator (ICD), the device was not implanted due to the patient's high defibrillation thresholds (dfts).